Manufacturer narrative:
(B)(4). The complaint breathing circuit is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a 900mr810 reusable adult breathing circuit was damaged. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint breathing circuit was received at fisher & paykel healthcare in (B)(4) for evaluation. Results: visual inspection revealed a 2.5 mm tear in the tubing film where it joins the patient end over-moulded cuff. Conclusion: we were unable to determine what had caused the observed damage. The customer has confirmed that the subject breathing circuit passed the initial leak test and was in use for three days before a leak was observed, which indicates that the circuit became damaged during use. Our user instructions that accompany the 900mr810 reusable breathing circuit contain the following warnings: "clean circuit prior to use and after each patient use, using approved disinfection methods only. Use of unapproved cleaning methods may damage the circuit and reduce it useable life." "Inspect circuit before re-use, do not use if the circuit shows sign of deterioration, such as cracks, tears or damage." "Disconnect tube by handling end connectors only, do not pull or twist tubing, as this may cause damage."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a 900mr810 reusable adult breathing circuit was damaged. No patient consequence was reported.